Event description:
A physician reported a patient who alleged that pt was treated with an unknown formulation of product approximately 10 years ago (1989) by an unidentified physician (no longer in practice). Implantation had been into both nasolabial folds only. On 23 december 1999, the patient was seen by the physician who observed "slightly raised, reddish, not too hard, approximately 3mm sized papules/bumps" along the crease of both nasolabial folds. The patient stated that there had been no change in symptoms since the time of treatment. The patient claimed no other product had been implanted and no other treatment had been prescribed. The physician believed the symptoms looked like hypersensitivity. The physician administered 5 mg of intralesional kenalog to the symptomatic creases on 23 dec 1999. The reporting physician had requested that the patient obtain records from the treating physician, but as of 5 jan 2000, there had been no further contact from the patient.